Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the image processor, display adapter, video controller, generator interface pcbs, battery pack, and battery charger pcb to restore correct system function. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9900 fluoroscopy system displayed a charger failed error code. Additionally, it was reported that the monitors would flicker intermittently.